Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a leak occurred between the IV tubing and the closed system connector. The connector became unattached from the patients IV line causing a small chemo spill of approximately 3-4 ml. No patient or clinician harm was reported.